Manufacturer narrative:
The manufacturer was contacted in reference to a dreamstation auto CPAP device. There was an allegation of the device having problem with communication error and melted filter. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to service center for evaluation. During evaluation as per workorder the service technician found melted filter. Correction to the previous report. Previously the "device available for eval", "(device) problem code grid", "health impact grid", "evaluation method code grid", "evaluation results code grid", "component code grid", "conclusion code grid" in box h section and "report source" was incorrectly filled. Now the section has been updated/corrected.

Event description:
The manufacturer was contacted in reference to a ds auto CPAP device. There was an allegation of the device having problem with communication error and melted filter. There was no report of patient harm or injury. There was no report of medical intervention. The device has not yet been returned to the manufacturer for evaluation.